Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of thoracic aortic and abdominal aortic aneurysms. A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/16056664) was advanced from the left side and a conformable gore® tag® thoracic endoprosthesis was successfully implanted. The procedure was continued to repair the abdominal aortic aneurysm, and the right internal iliac artery was embolized. The physician decided to implant a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component in a position where the lowest left renal artery was intentionally covered so that a bare-metal stent was implanted in the left renal artery to maintain blood flow. A contralateral leg component was also successfully implanted. Upon withdrawal of the sheath, the left external iliac artery was ruptured. It was reported that the physician felt strong resistance while advancing the sheath. A contralateral leg component was implanted to repair the rupture, and the patient tolerated the procedure.